Event description:
This is a ventilator patient. Two suctions machines were in the home and the wife of patient was unable to get the suction machines to operate. Replacement equipment could not get to the patient in time, so wife called 911 and they came out to suction the patient. A home health services driver arrived and switched out the machines. There appears to be a defect in the canister preventing the system from applying the necessary amount of suction for secretion removal. The patient is ok. The homecare group is returning the device to the manufacturer.======================manufacturer response for suction canister: 800ml disposable container, devilbiss suction kit / suction jar kit / suction canister kit (per site reporter).======================manufacturer agreed that malfunction may revolve around filter production process and began product testing. Manufacturer could not reproduce product failure, and could not find defective product in warehouse.